Event description:
Clinic notes were received for review on a vns patient. It was reported that after vns placement right after her surgery but before her vagal nerve stimulator was turned on, her seizure frequency increased about 50 to 60 seizures per day despite taking topamax and phenobarbital. No further information has been received in regards to this.

Manufacturer narrative:
(B)(4).